Event description:
The reporter indicated in a scientific article that a vns patient experienced increase in seizures within the first three months of receiving vns therapy. The seizure increase was calculated to be a 2% increase in relation to the pre-vns baseline, which was based on the number of seizures the patient experienced three months prior to receiving therapy. The cause of the seizure increase and its relationship to vns therapy is unknown.

Manufacturer narrative:
Article citation: t.r. Henry, j.r. Votaw, p.b. Pennell, c.m. Epstein, r.a.e. Bakay, t.l. Faber, s.t. Grafton, and j.m. Hoffman. Acute blood flow changes and efficacy of vagus nerve stimulation in partial epilepsy neurology, apr 1999; 52: 1166. See scanned pages.